Event description:
A customer reported via phone call indicating that their insulin pump was not alarming no-delivery when insulin failed to deliver. The patient's blood glucose level was 300 mg/dl at the time of the incident. The customer mentioned that the incident occurred two months prior and has not had any issues since then. The customer was driving and could not provide any further information on the insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.